Manufacturer narrative:
Submit date: 11/30/2015.an investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports that upon arterial branch irrigation with 0.9 saline, blood came out of a crack. The line was clamped and another clamp was added. The doctor was notified. Treatment was initiated on the venous branch and on the arterial branch of the native fistula. Antibiotic prophylaxis was prescribed post-treatment. The removal and replacement of a new cvc was conducted on (B)(6) 2015. The original catheter was installed on (B)(6) 2013. There was no patient injury.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was release accomplishing all quality standards. Since the sample was not returned, there is not enough evidence to determine what could cause this event. However the dfmea was reviewed in order to identify the possible root causes for the failure: extension tube leaking. The following potential causes were identified in the dfmea or in addition to this document: misuse sharps usage with catheter, inspection in process failed or not performed and/or improper materials selected. With the available information it is not possible to confirm an exact root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Actual occurrence percentage for this failure mode was found higher than expected. A qseas evaluation took place to assess this exceeded risk threshold, no further investigation activities or corrective actions were required (B)(4) was opened to address this risk. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.